Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6: investigation type code: 4110: lens work order search-no similar complaint event(s) within associated lots were found. H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive error. In a separate surgery the lens was explanted and replaced with a different spherical model/power, same length.

Manufacturer narrative:
Corrected data: b5.- a medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Reportedly, "I exchanged the 13.7/-14.0 in patient (B)(6) with a 13.7/-16.0 due to residual refractive error of -1.75." In a separate surgery the lens was exchanged. H6. Health effect - impact code (f): 4627 sholuld be removed and 4629 should be added. H11.- manufacturer narrative: "each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter" should be added. Claim# (B)(4).